Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture, insufficient apposition of stent and st-segment elevation occurred. A 3.00 x 20 synergy¿ drug-eluting stent was advanced and attempted to be deployed in the target lesion. However, during inflation of the balloon delivery system, liquid was noted to be leaking and the balloon ruptured before reaching its nominal pressure resulting to the stent being not well apposed. Subsequently, post-dilatation was performed to fully apposed the stent. Immediately after the event, the patient showed st-segment elevation and oxygen and atropine were administered and the procedure was completed. No further patient complications were reported. The patient's status was stable and was discharged from the hospital.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was deployed during procedure and therefore not returned for analysis with the device. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The balloon was connected to an encore inflation device and an attempt was made to apply positive pressure to the balloon chamber when a pinhole leak was observed at 2.5mm distal from the distal edge of the proximal markerband. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, insufficient apposition of stent and st-segment elevation occurred. A 3.00 x 20 synergy drug-eluting stent was advanced and attempted to be deployed in the target lesion. However, during inflation of the balloon delivery system, liquid was noted to be leaking and the balloon ruptured before reaching its nominal pressure resulting to the stent being not well apposed. Subsequently, post-dilatation was performed to fully apposed the stent. Immediately after the event, the patient showed st-segment elevation and oxygen and atropine were administered and the procedure was completed. No further patient complications were reported. The patient's status was stable and was discharged from the hospital.